Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the cardioplegia pump shut off without any alarms. The user restarted the cardioplegia pump. As a result, the arterial pump shut off and would not power back on. Since the event occurred after cardiopulmonary bypass, there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.